Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
During intra-op testing for a surgical procedure (in reference to an issue reported under MFR report number: 1627487-2018-03873) high impedance was found. As a result, the patient plans to undergo surgical intervention on a later date to provide resolution.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.